Event description:
It was reported that, during a patellar dislocation surgery, when opening the package of the twinfix titanium 3.5, it was found that the sterilization package was not sealed tightly and there was air leakage. There was a backup device available. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h6. One 72200752 twinfix ti 3.5mm suture anchor intended for use in treatment was returned for evaluation. The product appeared in new condition with exception of the tyvek pouch. There was no damage anywhere on the device.there were no breaches observed other than the tyvek pouch was partially opened at the chevron seal end. Tyvek is a permeable material and therefore it ¿breaths¿. It is not an airtight sealing material as with a foil pouch. There are no other complaints for this manufacturing lot. This is considered an isolated occurrence. Complaint history review indicated no similar no allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. Post market surveillance activities will continue to monitor the failure mode.